Manufacturer narrative:
Citation: endovascular flow diversion for treatment of anterior communicating artery region cerebral aneurysms: a single-center cohort of 50 cases. Geoffrey p colby,1 matthew t bender,1 li-mei lin,2 narlin beaty et. Al. The devices were not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. MDR related to this event: 2029214-2017-00226 2029214-2017-00227. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through the literature review that the pipeline device did not open. It was reported that one case was aborted due to the pipeline not opening while using the guide catheter and microcatheter combination. It was reported that there was significant proximal vessel tortuosity. This case was successfully completed at later time. Single center study of 50 cases. The average age was 56 years and 46% of the patients were female.